Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the white (driven ground) and black (main batt) wires were broken inside the trunk cable. The cause of the non-functional ECG electrodes is the damaged wires. The root cause of the damaged wires is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) indicating that the ECG electrodes were non-functional.